Manufacturer narrative:
The required information to enable further investigation, such as the kit lot number, was not provided and an investigation was not able to be performed. A review of complaints' trend reveals that all lots within expiry dating are performing according to label claims.

Event description:
The customer reported that he, his wife and son had false positive results with the binax now covid-19 ag card (195000) assay performed on (B)(6) 2020. This MFR. Report addresses all three patients. The customer reported that on (B)(6) 2020, all three of them were reported negative on second test with binax now. Confirmation testing on nasal swabs with pcr generated negative results (CT values not provided). The customer stated that all three patients were asymptomatic. No additional patient information, including treatment and outcome, was provided. No patient harm/delay of treatment/impact was reported. Per binaxnow covid-19 ag card product insert intended use: positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Per binaxnow covid-19 ag card product insert intended use: positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Per binaxnow covid-19 ag card product insert intended use (limitations): false results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.